Manufacturer narrative:
Technician asked account to check the CPR handle to make sure it is not sticking, if not, it could be the CPR valve or the head down valve. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section was drifting.